Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs had excessive cannula length before use. The following was reported by the initial reporter: "it was reported that the needles looked to be really long/ longer than usual on the 6mm syringes. Verbatim: consumer stated, she purchased the 6mm syringes but the needles appear longer than usual.stated, the needles are really longhad consumer read the information on box and package to confirm product information matched.lot" 6067677. Catalog: 324911. Date of event: unknonwn. Samples: yes. (B)(6)."

Manufacturer narrative:
H.6. Investigation: customer returned twenty loose syringes with 0.5ml graduation marks. All of the returned syringes were measured. The syringes were all found to be approximately 12.7mm in length and within the specification of ±1.2mm. All of the syringes appear to be 12.7mm needle syringes as opposed to the listed 6mm. No pouch was returned for identification for these samples. The source of these syringes, and the pouches they originally came from, cannot be properly determined, so it cannot be determined if this is the result of a manufacturing misprint or other issue. A review of the device history record was completed for batch# 6067677. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications noted that did not pertain to the complaint. The root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.5ml 31ga 6mm 10bag 500cs had excessive cannula length before use. The following was reported by the initial reporter: "it was reported that the needles looked to be really long/ longer than usual on the 6mm syringes. Verbatim: consumer stated, she purchased the 6mm syringes but the needles appear longer than usual. Stated, the needles are really long had consumer read the information on box and package to confirm product information matched.lot" 6067677catalog: 324911date of event: unknonwn samples: yes cl"